Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to ¿reuse of minicap for 3 times¿. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis event and discharged after six (6) days. The patient was treated with vancomycin (1gm, every three (3) days, intraperitoneal) and ceftazidime (500mg, daily, intraperitoneal). The patient recovered afour (4) days after event onset. Peritoneal dialysis therapy was ongoing. It was not reported if the patient or caregiver was retrained on the proper aseptic technique. No additional information is available.